Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported that during a test performed on the cardiosave intra-aortic balloon pump (iabp) by the customer, it showed that the helium tank was empty though it was a full tank. To prove this issue, a new helium tank was used to verify, and it showed that the helium tank was empty. Subsequently, a helium gas leak was found by the getinge field service engineer (fse). No adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to duplicate the reported issue. However, as a precautionary measure, the fse replaced the high pressure regulator and ensured all functional and safety tests were performed to meet factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during service test performed on the cardiosave intra-aortic balloon pump (iabp) by the customer, it showed that the helium tank was empty though it was a full tank. To prove this issue, a new helium tank was used to verify, and it showed that the helium tank was empty. No adverse event was reported.